Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the patient experienced a failed transmitter error. No additional patient or event information is available. Data was provided for investigation. The problem could not be confirmed. The root cause could not be determined post investigation as the allegation was not found.